Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the caller stated that the patient had back surgery on monday and the ins was turned off. Ins was turned back on after the surgery. The patient was still in the hospital presumably recovering from the procedure. The caller stated that since monday the patient was having problems urinating and the caller wanted to make sure the system was functioning as intended. The agent had the caller connect to ins and it showed on, program 3 at .8ma. The agent reviewed that the settings do not change when ins is turned off and then back on unless a change was made after the ins was turned on. The agent reviewed options with the caller as it relates to the patient's issue and the functionality of the system.